Event description:
It was reported that the device went in bvvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory. The reset was due to a parity error, however, the cause of the parity error was not determined. Upon clearing the reset, automated testing found normal function.